Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a fresenius 2008t machine with a visibly burned power rocker switch, burned power rocker switch wiring, and a burned wire from the transformer to the bridge rectifier. The issue was found while the biomed was servicing the machine, which had previously powered down during heat disinfect mode and would not power back. Upon follow up with the biomed, it was confirmed that a burning smell was noted by staff, but there was no observed smoke, spark, flame, or arcing reported. It was confirmed that there was no patient involvement with the reported event. It was confirmed that the affected parts were the original fresenius parts on the machine, and confirmed the machine had not had any past problems failing the electrical leakage test. It was confirmed that there was no damage to any other component related to the reported event. The biomed confirmed that he replaced the power rocker switch and the power supply to resolve the issue and return the machine to service. It was confirmed that sample parts will be returned to the manufacturing plant for investigation. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.